Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the reported malfunction could not be reproduced. Customer was advised to send timestamps to investigate the logs if the issue reoccurs. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly displays black screen and reboots itself during use. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 08-jan-2022 to 08- jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that customer was not able to reproduce the issue. Customer did not provide any date and time where technical support specialist could troubleshoot to identify why the station initially rebooted. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly displays black screen and reboots itself during use. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.